Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent placements of surgisis bone and y-upsylon grafts on (B)(6) 2014 due to recurrent pop. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient underwent a mesh revision on (B)(6) 2003. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, symptomatic pelvic relaxation, cystocele and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, , fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2006, (B)(6) 2010, (B)(6) 2010, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012 due to mesh erosion. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to the pinpoint area was discolored.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and monarc was implanted. It was reported that the patient underwent another procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.